Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Addr01 implantable pulse generator, implanted: (B)(6) 2011; 5568 implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the caller was unable to verify ventricular capture on a carelink transmission. It was suggested that they bring the patient in to the clinic to verify ventricular capture verus fused events with premature ventricular contractions. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Followup information from the clinic indicates, the capture issues were not able to be reproduced upon more testing. The device was reprogrammed and there have been no problems since then. Diagnostics show stable values and a subsequent remote transmission showed normal function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.